Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported additional information saying they couldn't keep their implantable neurostimulator (ins) recharged, the charger kept moving off the implant and charging proved too difficult to do, so the implant was replaced with a non-rechargeable model in 2017. This implant was implanted in 2013. The patient also reported conflicting information that this rechargeable implant was not removed as well. The issue has been resolved.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they had one stimulator (ins), two regulators (pt programmers) and three antennas (pt programmer antennas), however they couldn't get the equipment to work. Pt stated that they had one programmer and lost the programmer so they were sent a replacement programmer, however they then found their original programmer. Pt stated that they had two programmer antennas up until a week or ten days ago; pt stated that they thought it was last weekend or the end of last week when they received a new programmer antenna. Pt stated that they had working batteries, however they couldn't get the programmers to work with the antennas. Pt stated that they didn't have a rechargeable ins as they went to an ins that didn't require a recharger. Pt stated that they were trying to get the programmer to work, however they were seeing the poor communication screen. Reviewed with the pt how to use the programmer without an antenna; had the pt attempt communication with the ins using the programmer without an antenna; pt described seeing the press neurostimulator on key screen, so walked the pt through turning the ins on using the programmer without antenna, however pt then saw the error code 006 screen. Had the pt press all of the programmer keys several times, however the pt still saw the error code 006 screen, so had the pt turn the programmer off and back on again and then sync the programmer to the ins without an antenna; pt then described seeing the poor communication screen again. Asked the pt if they had a mdt ID card for their non-rechargeable ins; pt stated that the date on the card was 08/23/201 and that the implant date was (B)(6) 2013 (same as on file for the rechargeable ins). Attempted to clarify with the pt about which model ins they had when pt stated that they couldn't be sure if they had the same ins still or not, however pt stated that the ins was replaced to a non-rechargeable ins; pt insisted that their ins was non-rechargeable. Pt did not have a mdt ID card for the non-rechargeable ins, so was unable to collect the ins serial number. Pt stated that they had so much trouble trying to recharge the rechargeable ins that they had the ins replaced with a non-rechargeable ins; pss was unable to locate any records in cmf in regards to the pt having difficulty recharging the ins. Pt then attempted communication with the ins using their second programmer with an antenna; pt saw the replace programmer batteries screen, so the pt replaced the programmer batteries and tried again; pt then confirmed seeing the normal therapy home screen with the therapy on group c and the stimulation set to 0.15; pt also confirmed seeing the lightning bolt over the ins icon. Pt noted that the programmer battery level was about half full. Pt then attempted communicated with the ins using the programmer with an antenna; pt confirmed that the programmer was working to communicate with the ins using an antenna. Pss advised the pt that a return shipping label would be sent to them so the non-working programmer could be sent back to repair. Pt wanted to have two programmers so that they could keep one at home and have another one to carry with them; pss redirected pt to hcp for possibility of purchasing a secondary programmer. Upon further review and consulting with another agent after the call, pss called the pt back and advised that the programmer would be replaced instead of just having them send the non-working programmer back to repair. An email was sent to the repair department to replace the programmer. When pss asked for the event date of when the pt started having issues with the first programmer, pt stated that they would say within the last month. No symptoms or patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.